Event description:
Reporter reports back to back testing on a professional meter to a lab while using the inform system with results of 475 mg/dl on the professional meter and 200 mg/dl at the lab. Quality controls were run in the previous 24 hours and in range. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.